Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. This report originally filed as manufacturer report number 1119421-2017-00383. (B)(4).

Event description:
An ophthalmologist reported that patient is unsatisfied with the postoperative cylinder after an intraocular lens implant surgery. Additional information has been requested and received. This is one of two medical device reports being filed for the same patient. This report refers to patient's right eye.